Manufacturer narrative:
Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement, despite improvements in prostheses types, surgical techniques, and infection control measures. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
Edwards received information that this bioprosthetic valve, implanted approximately one (1) month, was explanted due to endocarditis for an unknown source. This was replaced with a 19 mm edwards bioprosthesis. No additional details provided.

Manufacturer narrative:
Device not returned.additional manufacturer narrativethe explanted device was not returned to edwards for analysis. Multiple attempts to receive further information regarding the event were made with no information received. At this time, edwards is unable to conclusively determine the root cause for this event. If further information becomes known, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic valve, implanted approximately one (1) month, was explanted due to unknown reasons. No additional details provided.